Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right atrial (ra) his bundle lead exhibited o versensing and the right ventricular (rv) lead exhibited undersensing. The ra lead was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.